Event description:
Medtronic received information that a framing coil failed to detach. The coil was folded in front due to emergency detachment, and detachment was attempted but could not be performed. Changed to another company's product. The physician tried three cycles to detach with the instant detacher. They did not try with another instant detacher. One manual attempt with the hypotube was made. The inside of the suture was broken. There were no issues with the instant detacher. When the defective product was removed at the end, the coil was broken when the broken suture was attempted to pull hard. The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery. The max diameter was 14mm and the neck diameter was 7mm. Blood flow speed was normal and neck diameter was 7mm. Vessel tortuosity was moderate. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the axium coil was returned for evaluation inside of a biohazard bag and a shipping box. There was no instant detacher returned with the coil. The implant coil was still attached to the pushwire. No damages were found with the implant coil. The coin located against the lumen stop. The break indicator was present and intact; indicative of manual detachment location was not attempt at this location. The ai and coupler tubing were not intact; indicative of mechanical detachment was attempted at this location. Bends were found at 12.0cm to 38.0cm from the proximal end. No other anomalies were observed. The implant coil was detached successfully by breaking the break indicator (manual detachment location). Based on the analysis performed, the axium coil was confirmed to have "non-detachment" issue as the pushwire was returned with the implant coil was still attached. However, the root cause could not be determined as the implant coil detached successfully via the manual detachment. No issues were found during detachment of the coil. The pushwire was bent at several location. It is possible that the bent pushwire may have contributed to the non-detachment issue. There was no non-conformance to specifications identified that led to the non-detachment issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no damage could be confirmed visually. Prior to coil non-detachment, were any issues e ncountered.